Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
During service of a reported problem of machine not booting up (reference pr #(B)(4)), the manufacturer¿s international service technician identified that the battery has been defective for the past year. The customer has been using the unit without the battery and only on external power supply during this time. There was no patient involvement. The service technician identified that there was no voltage in the main supply socket that the unit was plugged into, so the ventilator was moved to a working socket to address the originally reported problem. The service technician reported that the customer is not interested in replacing the battery at this time so no service was rendered to address the defective battery.